Event description:
The customer reported that the primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion needleless valve. The chemotherapy infusion was disconnected for approximately 30 seconds. The nurse was able to stop the infusion and there was no spill noted. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
ICU medical bag spike, clave - model/lot unknown; therapy date (B)(6) 2015. ICU medical bag spike adapter w/spiros, vented cap - model/lot unknown; therapy date (B)(6) 2015. Exactamix 250ml infusion bag doxorubicin 8.8mg in dextrose 5% in water (d5w) 240ml chemo infusion; therapy date (B)(6) 2015. The customer¿s report of an unintended disconnection was not confirmed. Visual inspection of the set's distal luer observed no damages or issues. The rest of the set was visually inspected. A crush mark was observed on the upper fitment. Functional testing consisted of connecting the tubing set distal luer to a test needleless valve using the proper connection method and infusing fluid thru the attached components. There were no leaks or disconnections observed during functional testing. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
(B)(4)